Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025).

Event description:
It was reported that prior to a port placement procedure, after unpacking, the set of infusion port allegedly lacked tunnel needles and had two tearable sheaths. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The tunneler was missing and two sheath were packed in the kit, however, both the packages were unsealed. Therefore, the investigation is inconclusive for the reported component missing and misassembled issue as the kits were found to be unsealed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, after unpacking, the set of infusion port allegedly lacked tunnel needles and had two tearable sheaths. There was no patient contact.